Manufacturer narrative:
E1: patient city: (B)(6).patient country: turkey.establishment name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate, province or territory: ca post office or zip code: 91325-1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set leaking at site event occurred on 30 apr 2026.